Event description:
A 28mm x 16mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft was inserted into the aortic artery and implanted to cover an abdominal aortic aneurysm. The graft was deployed with excellent positioning from the right renals to the right iliac. Due to the extreme angulation of the iliac arteries, upon attempted removal of the delivery system from the deployed stent graft, the nosecone became bound near the right limb of the stent graft. Prior to the successful removal of the delivery system, attempts to dislodge the delivery system from the graft pulled the stent graft proximal of the target area and into the aneurysm. Successful aneurysm exclusion was felt to be unlikely and it was elected to convert to open repair. The pt tolerated the procedure well, and went to the intensive care unit in stable condition. The stent delivery device in question was discarded and there were no additional clinical sequelae reported relative to the event.